Event description:
Additional information was received that product analysis was completed on the generator and lead. Results of diagnostic testing indicated the generator was operating properly and communicated properly. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. During the visual analysis of the returned 19 mm portion the ends of the (-) connector pin and (+) connector ring quadfilar coils appeared to have been twisted and pulled apart. The coils were observed inside the (+) connector ring, visible from the rear end. Scanning electron microscopy was performed and identified the areas as having evidence of a stress induced fracture (torsional appearance) with mechanical damage and no pitting. A secondary break line was observed on the (+) connector ring quadfilar coil. During the visual analysis of the returned 446 mm portion incisions were made to expose the ends of the (+) white and (-) green electrode quadfilar coils. The ends of both coils appeared to have been twisted and pulled apart. Scanning electron microscopy was performed and identified the areas as having evidence of a stress induced fracture (torsional appearance) with mechanical damage, no pitting and secondary break lines. The condition of the quadfilar coil ends suggests the fractures are a result of the explant procedure. The condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted. The setscrew marks found on the connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned 446 mm lead portion were performed, during the visual analysis, with no discontinuities identified. Based on the findings in the product analysis lab, there is no evidence to suggest an anomaly with the returned portions of the device.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was initially reported that the patient had an infection and was explanted. The generator and lead were returned to the manufacturer for evaluation. Product analysis is planned but has not been completed. Additional information was received that there are plans to have the patient re-implanted once the infection clears. The patient was treated with 2 weeks of antibiotics and then had their vns explanted. The relationship of the infection to vns was that the patient was in bad health. There was no manipulation or trauma that occurs that is believed to have caused/contributed to infection. The infection was in the left pectoral area. Cultures were taken and attempts had been made for the results. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.